Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced pain, disability, impairment, and disfigurement. Additional information received from the physician's office on (B)(6) 2013, stated that the patient was last seen in 2010 post procedure because she was concerned that she might experience blood in her urine. The physician performed a culture at that time and determined that there was no blood present in the patient's urine. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the date of birth is unknown, it was reported that the patient was over 18 years old.